Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. All testing was performed using a good known test patient circuit. The service technician performed the leak test from general checkout and the ventilator failed the leak test. The ventilator was not creating any pressure while performing the leak test due to malfunctioning motor board. Carefusion replaced the motor board to address the reported issue.

Event description:
It was reported to carefusion that the turbine would not start up and there was no air output. This reported issue was discovered during setup, therefore there was no patient involvement associated with this complaint. The ventilator alarmed "leak test failed" during this event, the alarm was both audible and visible.